Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23rd oct 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-8400td, torpedo, 4.0 mm x 13 cm, the shaver blade broke when retrieving it. All fragments were retrieved from the patient. This was detected during an acl reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using a new ar-8400td. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of the ar-8400td torpedo (batch 15290728), which showed the device to be fractured and disassembled. Based on the information provided, which may include the returned device (if available), photographs, videos, the event description, and any additional field input, arthrex has determined the most likely cause of the reported failure. The most likely cause is attributed to misuse of the device, including exposure to excessive mechanical forces, misaligned insertion, and/or side-loading during use.